Event description:
It was reported that, on an unknown date, a 2 gang 1o2® manifold (red, blue), rotating luer generated an unspecified failure. After the initial few manifold failures, materials subbed in a different supplier's dual manifolds. The original manifolds had red/blue color-coded ports, which complied with ps standards of blue for fentanyl (closest to the pump) and red/orange for midazolam. All the initial failures were with fentanyl syringes attached to the blue port of the manifold. After the switch to the new two-port manifolds, which were not color-coded, they had started to see failures again this time, with fentanyl and midazolam syringes, always the port closest to the pump. The patient was receiving less medication than they should. No patient harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.